Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of thrombosis and myocardial infarction, as listed in the absorb gt1 instructions for use, are known patient effects that may be associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other additional absorb gt1 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015 the procedure was performed to treat the left anterior descending artery and two absorb gt1 scaffolds (3.5x23mm and 2.5x28mm) were implanted. One week after therapy was stopped, an acute posterior infarction occurred and scaffold-thrombosis was observed in the overlapping region of the two absorb scaffolds on (B)(6) 2016, the thrombosis was recanalized and dilatated with an unspecified balloon. Medication was provided as treatment. There was no adverse patient sequela reported. No additional information was provided.